Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging an error 5 issue with a one touch ultralink meter. Ten minutes before the alleged issue began, the pt claimed that she developed symptoms of hunger and lightheadedness. The pt denied receiving treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the info provided, this complaint is being reported due to the unresolved error 5 issue. There is no evidence, however, that the alleged issue contributed to the pt's symptoms/injury. The pt's reported symptoms developed before the alleged issue began. The pt also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.